Event description:
Artifacts present during AED deployment. (B) (4).

Manufacturer narrative:
Method: based on the user's account of the incident. Result: artifact present during analysis. Device labeling (IFU and voice prompts) instruct the user on how to address artifacts. Conclusion: this report is being filed as it cannot be concluded that recurrence will not result in a delay of therapy.